Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not returned for evaluation as it remains in the patient. Review of the imaging provided appears to show the spacer initially was expanded approximately 1-2mm. The post-operative image shows no measurable gap of expansion visible. This indicates that the implant appears to have contracted by the majority of the height it was originally expanded. As the device is not available for evaluation, no determinations as to the cause could be determined.

Event description:
It was reported a fortify spacer lost height post-operatively . The patient is not experiencing any adverse effects and no revision is planned.